Event description:
It was reported that there was lead failure. Follow-up indicated that there was no capture and small r-waves. It was further reported that there was sensing difficulty. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was lead failure. Follow-up indicated that there was no capture and small r-waves. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.